Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered device manufactured date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter reported her mother, the customer, obtained a higher reading when scanning the adc freestyle libre sensor. On (B)(6) 2019 at 12:00 p.m., the customer obtained a scan of 216 mg/dl and was administered insulin (dose unknown) by her nurse at noon. No comparison blood test was performed at that time. At 2:00 p.m., the customer experienced discomfort and lost consciousness. The customer was treated with "sugared foods" and a blood glucose of 101 mg/dl was obtained on the competitors brand meter at 2:05 p.m. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A daughter reported her mother, the customer, obtained a higher reading when scanning the adc freestyle libre sensor. On (B)(6)2019 at 12:00 p.m., the customer obtained a scan of 216 mg/dl and was administered insulin (dose unknown) by her nurse at noon. No comparison blood test was performed at that time. At 2:00 p.m., the customer experienced discomfort and lost consciousness. The customer was treated with "sugared foods" and a blood glucose of 101 mg/dl was obtained on the competitors brand meter at 2:05 p.m. There was no report of death or permanent injury associated with this event.